Event description:
It was reported by the patient's daughter that the patient was deceased. The caller questioned if the device would show time of death. The caller reported that police suspected foul play or possibly anxiety and questioned device function. The caller alleged that the death was related to the device. No additional information was provided.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The evaluation conclusion code on this report has been corrected.